Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined. The device will be scrapped by customer.